Event description:
It was reported that the patient underwent a right hip arthroplasty on an unknown date. Subsequently, the patient was revised due to a broken cup tine and poly wear almost all the way through the liner. The head, cup and liner were replaced. It is unknown whether there were any contributing conditions related to the event. No additional information available.

Manufacturer narrative:
(B)(4). D10: cat# unknown lot# unknown / unknown liner. Cat# unknown lot# unknown / unknown 6 degree head. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h6. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, and neither were provided. Unable to perform a compatibility check due to insufficient information provided. Medical record (x-ray image) was provided and reviewed by a health care professional. Review of the available records identified the following: there is a right hip arthroplasty with marked lateral eccentric position of the femoral head within the cup. This may be secondary to liner wear and/or liner fracture or displacement. There was a small metallic fragment inferolateral to the cup. This may represent a fractured tine and could result in liner malposition. The complaint was confirmed based on the review of medical records; however, a definitive root cause cannot be determined. Multiple MDR reports were filed for this event, please see associated report: 0001822565-2024-01757. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.